Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. Although requested, further information was not provided.

Event description:
It was reported that the "rate needed to be doubled in order to finish infusion on time. Pump not identified or sequestered so will be unable to validate concern." The medication involved was methotrexate. There was no patient harm. Although requested, further information was not provided.